Event description:
The affiliate reported: it was found a human hair inside the sterile package (before used on patient). Action user took to mitigate/ resolve problem during procedure: with same like product. Did the event occur during a procedure/surgery? No,pre op.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product is manually placed in a sealer. The operation is performed in an iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. The complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. (B)(4). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.